Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. During further analysis, a stylet intended to be used with this lead could not be properly introduced into the lead. Subsequent analysis revealed the presence of coagulated blood along the inner coil of the lead. These blood residuals were most likely introduced by means of stylets used during the surgery. In summary, the lead presented cuttings in the insulation, which resulted presumably from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement. The physician was going to reposition the lead; however, the helix wasn't working so it was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).